Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After intraocular lens (iol) model pcb00 20.5 diopter, was placed in the patient¿s ocular dexter (right eye), customer account reported there was a capsule rupture. Vitrectomy was performed and the lens was removed and replaced with a za9003 lens placed into the sulcus. Through follow up, customer account provided additional information confirming no unplanned incision enlargement, unplanned suture(s), no serious patient injury, and reportedly the patient is still healing. Additionally, the patient had another surgery on (B)(6) 2020, however no further details were provided. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 02/19/2020. Device evaluation: the cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. The lens from the preloaded system returned out of the device. Visual inspection using magnification was performed. The lens was observed cut from the edge across the optic. Residues of viscoelastics were observed on the return. The condition observed is consistent with a lens that has been cut as part of the surgical procedure. There is no evidence to suggest that the complaint sample has been affected by the manufacturing process. The unit was handled and used for surgical procedure. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.